Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture broke when sewing in surgery. Changed another like device to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2022. H6 component code: g07002 - incomplete device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned incomplete for evaluation.an analysis of the product could not be performed since a physical sample was not received for evaluation, only one empty opened foil and tone detached needle as part of quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/12/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: according to feedback of the sales rep on (B)(6) 2022 via phone, quantity to be returned should be (B)(4). The following information was requested, but unavailable: was there any adverse consequence associated with the patient? --unk. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.